Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the front panel blinks due to a malfunction of mesh target caused by deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source panels may light up when the power is turned on. The issue was found during inspection for use, for an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.